Event description:
It was reported that the customer had high blood glucose. The blood glucose reading was over 900mg/dl. Also, it was reported that the cause of his admission was pneumonia. Troubleshooting was performed. The customer stated that he had not been using the insulin pump for over a month. The customer stated that he got no delivery alarms in the past and he was concerned. Reviewed programming and bolus history were correct. The alarm history showed several alarms. Ran a fixed prime and high pressure test and passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.